Manufacturer narrative:
Submit date: 08/04/2017. An investigation is currently underway. Upon completion, the results will be forwarded. A device history record review could not be performed because a lot number was not received with the complaint. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. Because a sample was not returned, we were unable to perform a thorough follow up investigation to include functional and visual evaluations to confirm the issue and root cause analysis. Functional testing and visual inspections are being performed according to our current quality standards and inspection procedures. A potential root cause identified may be user error to follow the guideline for lid fit per the IFU (instruction for use). Based on the existing controls, the internal reject and the complaint history review, a formal investigation is not required at this time. This complaint will be used for tracking and trending purposes. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
An investigation is currently under way; upon completion the results will be forwarded.

Event description:
The customer received lids with the 3 gallon sharp container, but the lids do not fit the containers.